Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing on going high blood glucose (bg) levels (>600 mg/dl). The infusion set was changed and insulin delivery was resumed. Due to the ongoing high bg levels, the customer was hospitalized on (B)(6) 2018. The ketone level was high. The cause of the high bg was not known; however, the contact thought that the pump was defective. Although multiple attempts were made to obtain additional information and discharge date, the contact did not reply to the requests.